Event description:
It was reported to philips that the device had an operational check failure. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The customer called and spoke with a philips remote service engineer (rse). The device was evaluated by the customer with assistance from rse. The customer has been shipped replacement ECG leadset to rectify malfunction.